Event description:
It was reported that in the clinical trial the subject flow diverter was implanted in a patient for treatment of aneurysm in left internal carotid artery-cavernous (c4 segment) on (B)(6) 2021 which completely covered the aneurysm neck. Post procedure on (B)(6) 2021 the patient had a migraine headache where the headache was typically slow in onset along with dizziness. It was reported that this typical headache was consistent with pre-treatment migraine symptoms in the patient. As per site reporting the patient was prescribed benadryl 25mg once IV, reglan 5mg once IV, and haldol 2.5mg once IV. The patient recovered from migraine headache on (B)(6) 2021. CT diagnostic tests performed came back negative. On (B)(6) 2022, the imr (designated cec member) has assessed the migraine headache in the patient had possible relation to the subject flow diverter and an underlying condition or disease. No other information is available.

Manufacturer narrative:
The device is not available to the manufacturer as the subject device was implanted inside the patient's vasculature.

Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿ added. B5 executive summary - updated. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Post procedure with the subject flow diverter patient complaints of migraine - for which benadryl 25mg once IV, reglan 5mg once IV, and haldol 2.5mg once IV were given as per site reporting in edc was administered. Based on the information provided in the complaint, there was no surgical delay reported; however medical intervention was required. Later on 21st-july-2022, it was reported that patient reports significant worsening headache compared to what they had in the past. Does not feel as bad as episodes prior to aneurysm diagnosis and patient is taking acetaminophen without much improvement of symptoms. Patient is recommended to present for re-evaluation if there is worsening or no improvement. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.

Event description:
It was reported that in the clinical trial the subject flow diverter was implanted in a patient for treatment of aneurysm in left internal carotid artery-cavernous (c4 segment) on (B)(6) 2021 which completely covered the aneurysm neck. Post procedure on (B)(6) 2021 the patient had a migraine headache where the headache was typically slow in onset along with dizziness. It was reported that this typical headache was consistent with pre-treatment migraine symptoms in the patient. As per site reporting the patient was prescribed benadryl 25mg once IV, reglan 5mg once IV, and haldol 2.5mg once IV. The patient recovered from migraine headache on (B)(6) 2021. CT diagnostic tests performed came back negative. On(B)(6) 2022, the imr (designated cec member) has assessed the migraine headache in the patient had possible relation to the subject flow diverter and an underlying condition or disease. No other information is available. According to the information received on 21st-july-2022, it was reported that patient reports significant worsening headache compared to what they had in the past. Patient does not feel as bad as episodes prior to aneurysm diagnosis. Patient is taking acetaminophen without much improvement of symptoms. Patient is recommended to present for re-evaluation if there is worsening or no improvement. It was assessed by the cec member that the worsening headache has a possible relationship to study device (subject flow diverter).